Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the dreamtome rx 44 was prepared per the instructions for use. The mandrel was removed from the device gently and the device was flushed with saline. The device was then passed to the physician ready for use. The physician managed to cannulate into the common bile duct and performed cholangiogram. When he wanted to use diathermy, the cutting wire snapped. It was reported that they were able to set the generator settings for ercp and they did not active the diathermy pedal at this time. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.